Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The broken pieces of sensor were successfully removed on (B)(6) 2019. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of sensor broke during removal.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the broken pieces of sensor were successfully removed on (B)(6)2019.patient was doing fine and no further investigation is required. H6 result code updated to 3221. H6 conclusion code updated to 4311.